Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. Data transmission issues were also reported. Subsequently, troubleshooting was performed, and the communicator was power cycled but the issue was not resolved. The patient was referred to contact their clinic regarding the red call doctor icon. Further information confirmed the communicator issues were resolved. Upon review of the latest data, this device recorded a code 1003, indicative of voltage too low for projected remaining capacity. Data analysis confirmed this device is depleting and the battery voltage is low enough to impact therapy. Device replacement was recommended. At this time, this device remains in service and there were no adverse patient effects reported.